Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.

Event description:
The patient alleges being symptomatic with progressively worsening lymph-edema, pain, migraines and blurred vision since having the implantable cardiac monitor implanted. The patient also indicated a history of lupus, end stage renal disease, seizures and allergies. The monitor has since been removed. Follow up is in progress to obtain information on the patient. No further patient complications have been reported as a result of this event. Follow up on the patient did not reveal that removing the device alleviated the symptoms.

Event description:
The patient alleges being symptomatic with progressively worsening lymph-edema, pain, migraines and blurred vision since having the implantable cardiac monitor implanted. The patient also indicated a history of lupus, end stage renal disease, seizures and allergies. The monitor has since been removed. Follow up is in progress to obtain information on the patient. No further patient complications have been reported as a result of this event.